Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to water that invaded the subject device, which broke image sensor/scope connector board. In addition, water may have entered from venting connector. There is a possibility of attaching/detaching venting connector/leakage tester tube/ sterilization cap while water droplets adhered to outer surface of the connector, inside the tube/cap, or when they are under water. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "1.4 precautions: warning perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. 5.4 leakage testing of the endoscope perform the leakage test: caution ·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ¿ when attaching the connector cap of the leakage tester to the venting connector of the water resistant cap, push on and rotate the connector cap clockwise fully until it stops. If it is not fully and properly attached, the interior of the endoscope will not be properly pressurized and accurate leakage testing will be impossible. ¿ detach the leakage tester from the maintenance unit (mu-1) or the light source before detaching the leakage tester from the water resistant cap. If the leakage tester is detached from the water resistant cap before detaching the leakage tester from the maintenance unit or the light source, the air pressure inside the endoscope will not vent properly. This may damage the endoscope. 3.8 inspection of the endoscopic image 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and an evaluation at the repair center could not confirm the reported e315 error; however, the occurrence is likely. There were few additional findings. Angulation in the upward direction was out of standards due to worn out angle-wire. The gap of up/down knob was out of standards due to wear of angle-wire. Liquid leakage was noted due to cut on bending section cover and damage of air/water cylinder. The light guide bundle was damaged and light guide lens was broken. The adhesive part of bending section cover was broken. Scope connector cover was deformed. The universal cord was crumpled. There was corrosion at the control part, grip, scope connector and scope connector cover due to leakage. The b30 error occurred due to corrosion of scope-connector. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The field service engineer on behalf of the customer reported, the colonovideoscope exhibited e315 (no image) scope error. The device was inspected before use and issue was found during preparation for use for an unknown procedure. The procedure was completed using a similar device without any delay in procedure. There were no reports of patient harm associated with the event.